Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.

Event description:
It was reported that on (B)(6) 2022(?) The patient underwent spinal cage insertion using the xlif method between the third and fifth lumbar vertebrae, followed by vertebral fusion surgery between the third and fifth lumbar vertebrae. Then on (B)(6) 2026 our sales representative visited the medical institution for a postoperative follow-up and received a report that the patient had developed neurological symptoms. The surgeon suggested that the shim may have shifted posteriorly during traction device placement.